Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is new to the medtronic pump and had a lot of trouble with the mio infusion sets because they kink. The customer ended up in hospital on (B)(6) 2017 for over 8 hours due to blood glucose levels over 600 mg/dl and as high as 620 mg/dl. The high blood glucose was caused by issues with bent cannulas over last two weeks. The patient was treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.